Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. There was visible contamination by the "l" bracket pole clamp. The event history log was unable to be retrieved due to "constant sound with no displayed alarm". The reported issue was confirmed. The main printed circuit board does not operate as intended as a result of normal wear. The pump was set to default configuration ID 1a12. The operator replaced the contaminated interconnect board, and the plunger cable it was not working as intended causing blank. The occlusion test and all functional tests passed.

Event description:
Information was received indicating that the medfusion 4000 pump had a blank display and a constant alarm. There were no adverse events reported.